Event description:
During a coronary stent procedure, difficulties crossing the lesion were encountered. Upon removal, it was noted that the stent was damaged. No pt injuries or complications were reported.